Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not populating and caused a delay. A technical support specialist restarted the messaging services on the server, and the messages from the interface began showing as current. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced significant delays on orders populating. This issue directly impacted patient care, as orders took 60 minutes or longer to appear on the patient profile. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.